Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level to read "high," a specific value was not provided. The customer took corrective action by administering a manual injection. The issue was resolved by changing the infusion set and cartridge and resumed insulin. There were previous similar occlusion events, however, there was no need for additional assistance.